Event description:
A malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer planned to use a multiple daily injection (mdi) regimen as a backup therapy to ensure continued insulin delivery. A replacement pump was sent.